Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with persistent low flows and a drop in power of their ventricular assist device (vad). The patient was admitted and had a transthoracic echocardiogram (tte) and a computerized tomography (CT) scan. The scan showed severe stenosis of the outflow graft with compression distal to aortic anastomosis. A percutaneous transluminal angioplasty (pta) and stenting of the outflow graft was performed. The next day, the flows were back to normal operating range. The patient was discharged and the vad remains in use. The patient was a participant in the destination therapy trial improved blood pressure management study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Outflow graft was not returned for evaluation. The reported "low flow event" was confirmed through log file analysis which revealed 10 low flow alarms recorded since (B)(6) 2018 and a sustained decrease in power consumption logged on (B)(6) 2018 below the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported "low flow event" event may be attributed to constriction in the outflow graft. If information is provided in the future, a supplemental report will be issued.

Event description:
The outflow graft remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.